Manufacturer narrative:
The device was evaluated and found to be within specification.

Manufacturer narrative:
Nerve problems are a well-known complication during implant surgery in the posterior region of the mandible. In this case there is nothing that indicate that the nerve problems, experienced by the patient, are related to the astra tech product. It is rather a surgery related complication. This event is reportable per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
According to the available information a (B)(6) years old female patient received one astra tech impl ev 4.2s 9mm dental implant in position 20 (fdi 35) on (B)(6) 2021. The patient complained of numbness and lost sensation on left side. The information also states that the dentist was unable to place the implant deep enough. The implant was subsequently removed on (B)(6) 2021. Dentsply sirona has not been able to obtain information on the current status of the patient.